Manufacturer narrative:
Investigation did not identify any physical damage to the sensor, but the reported error was confirmed by spectrum medical.

Event description:
User reported that the level sensor was incorrectly triggering when there was sufficient volume in the reservoir. The error was identified during set up prior to patient involvement; however, if the issue were to recur with a patient, an unintentional pump stop could occur.